Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer had a blood glucose (bg) level of over 400 mg/dl with moderate ketones. The cartridge, infusion set, and insulin vial were changed. A dent was found on the back of the pump and the contact thought it to be the cause of the occlusions and declined tandem technical support's troubleshooting offer. The customer reverted to insulin injections for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.